Event description:
As reported by the physician to the edwards lifesciences clinical specialist, post deployment the sapien valve was noted to have moderate paravalvular leak. The valve was post dilated with additional fluid added to the delivery system. A 2nd valve was placed within the 1st for added radial strength.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the physician to the edwards lifesciences clinical specialist, post deployment the sapien valve was noted to have moderate paravalvular leak. The valve was post dilated with additional fluid added to the delivery system. A 2nd valve was placed within the 1st for added radial strength. Additional follow up information revealed that the team was able to deploy the valve via a transcarotid delivery without any complications. There was good seating of the valve; however, there was still a perivalvular leak that was appreciated. A second sapien 26 valve was positioned in place and the physicians were able to deploy it in the same area. Consequently, the perivalvular leak went away. One more balloon dilatation was performed, and there was trace perivalvular leak at the end of the case.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Paravalvular leak is a known potential complication associated with the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The edwards sapien transcatheter heart valve is indicated for transfemoral delivery and the procedure didactic does not provide specific instructions for off-label deployment methods, such as using a transcarotic approach. In the absence of imaging from the procedure the root cause of the reported paravalvular leak cannot be confirmed. However, it is possible that there was an uneven distribution of calcium that was not appreciable on prescreening imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.